Event description:
It was reported that the right ventricular (rv) lead experienced low pacing impedance and noise. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a proximal portion was received measuring 8 cm. A distal portion was received measuring 46 cm. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).